Event description:
Motor exhaust hose ruptured suddenly during craniotomy for aneurysm. Procedure was completed with a second motor. Hosp was aware of the safety advisory and all preventative actions were taken. There were no kinks or other occlusions noted, and operating pressure was below 120psi. There was no pt impact.